Event description:
A philips authorized service provider (asp) reported on behalf of a customer, the error code 1127: ovp circuit failed occurred on a v60 ventilator. The unit was not in clinical use; there was no reported patient/user harm. The customer was provided a price quote for part replacement. The resolution is still pending.

Manufacturer narrative:
The field service engineer replaced the data acquisition pcba to resolve the reported issue, and two solenoid valves, left side panel, air inlet filter retainer, power cord retainer and power cord to complete device repairs. The device successfully passed the performance verification with all required tests. The device was returned to customer for use.